Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that stent restenosis and angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and was diagnosed with myocardial infarction(mi). Subsequently, patient was referred for cardiac catheterization. On the same day, index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid right coronary artery(rca) with 80% stenosis and was 16mm long with a reference vessel diameter of 2.50mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50x32.00mm promus element plus drug-eluting stent(des). Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal rca with 80% stenosis and was 8mm long with a reference vessel diameter of 2.50mm. Target lesion # 2 was treated with direct placement of a 2.50x12.00mm promus element plus des. Following post dilatation, the residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 80% in-stent restenosis(isr) located in mid rca was treated with balloon angioplasty and placement of 3.00x16mm synergy des. Following post-dilatation residual stenosis was 0%. Additionally, 75% de-novo stenosis located in distal rca was treated with balloon angioplasty and placement of 2.50x12mm and 2.25x12mm synergy des with 0% residual stenosis.